Event description:
It was reported that the patient went to their health care practitioner and was diagnosed with a skin irritation. The patient's blood glucose (bg) values reached 200 mg/dl. For treatment, the patient was prescribed a cortisone cream. The pod was worn between 4 and 24 hours on the hips/buttocks.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Remove from emdr-112516b5 - describe event or problem = it was reported that the patient went to their health care practitioner and was diagnosed with a skin irritation. The patient's blood glucose (bg) values reached 200 mg/dl. For treatment, the patient was prescribed a cortisone cream. The pod was worn between 4 and 24 hours on the hips/buttocks.add to b5 - describe event or problem = it was reported that the patient went to their health care practitioner and was diagnosed with a skin irritation. The patient's blood glucose (bg) values reached 200 mg/dl. For treatment, the patient was prescribed a cortisone cream. The pod was worn between 4 and 24 hours on the hips/buttocks. The pod was discarded.remove from type of investigation = b17 device not returnedadd to type of investigation = b18 device discarded

Event description:
It was reported that the patient went to their health care practitioner and was diagnosed with a skin irritation. The patient's blood glucose (bg) values reached 200 mg/dl. For treatment, the patient was prescribed a cortisone cream. The pod was worn between 4 and 24 hours on the hips/buttocks. The pod was discarded.